Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with the joint cover damaged and with a gst60b partially fired 1/16 reload loaded on the device. The returned device and reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted, the instructions for use do contain the following caution: if the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the retracted position by verifying that the stroke count indicator displays ¿0¿ and knife direction indicator points towards the proximal side of the instrument, or that the knife blade indicator is in the home position. If the stroke count indicator or knife blade indicator is not in the home position, push the red manual knife reverse switch downward to reverse the knife motion and squeeze the firing trigger, completely until it rests on the closing trigger. Press the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger, upward (away from the handle) until both firing and closing triggers return to their original positions. The condition of the reload is related to improper use of the device. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows resulting in the knife pushing the one-piece sled forward and locking the reload. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information provided: I can confirm the device was ec60a not ec45a. Could you please provide more details for each device malfunction? The device locked out and could not move forward. Reverse knife blade was used however this did not appear to work and the device looked to be in between the lock symbol and 0 did the device deliver any staples? No. If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? No. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? Yes jammed shut. If yes, how was the device removed from the patient? Dissected out of rectum. If yes, did the jaws eventually open?

Manufacturer narrative:
(B)(4). Date sent: 10/27/2021. Additional information was requested and the following was obtained: 1. Did any pieces fall into the patient? No. 2. If yes, were they retrieved? 3. Will all pieces be returned with the device? No the broken part of the handle has been discarded. 4. If no, were they discarded? 5. Could you please clarify if there were any patient consequences? Yes anastomotic leak. 6. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Currently still on ward with leak being managed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure? What were the indications for the procedure? Did the patient have chemotherapy or radiation? Was there difficulty to close the ec45a device? Was there difficulty to fire the ec45a device? Did the surgeon use 1 or 2 hands to fire the ec45a device? What troubleshooting steps were used to open the ec45a device? Is the ec45a device available to be returned for analysis?

Manufacturer narrative:
(B)(4). Batch #: unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the contour closing handle broke when closing on rectum. Three devices opened and same problem. Ec45a opened and locked out on tissue, could not be reversed and stuck in-between 0 and lock symbol. Surgeon removed device by cutting the tissue. No patient consequences reported. No further information is available.